Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient previously receiving hydromorphone via an implanted pump. The pump was currently empty. The indication for pump use was failed back syndrome other and non-malignant pain. On 05-oct-2016 it was reported that the patient had an infection along the catheter which began in (B)(6) 2016. The infection had spread underneath where the pump was. The infection was painful and uncomfortable. The patient had a CT scan; had seen his pcp (primary care physician); and was told that he needed surgery. The patient was seen by a general surgeon who referred him to the surgeon that implanted the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.